Manufacturer narrative:
Additional information received: a2 age, a4 patient weight, b6 relevant tests/laboratory data, b7 other relevant history, including preexisting medical conditions.

Manufacturer narrative:
The limited radiographs provided were reviewed. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned; thus, device examination could not be performed. However, it was noted that the fibers were only partially present and that the core could not be found. While the device experienced loss of height and there appeared to be resorption or osteolysis present, based on the limited information provided, it was not possible to determine what caused the event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device have been requested.

Event description:
It was reported that an m6-c artificial cervical disc implanted in (B)(6) 2011 was removed. The patient reportedly had osteolysis. There was no injury to the patient.